Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the hospitalization of the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. A device service history review could not be performed as an instrument serial number was not provided. Trends were reviewed for complaint categories liver disease exacerbation and hyperammonemia. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: unspecified hepatic or biliary problem and appropriate clinical signs, symptoms, conditions term / code not available: hyperammonemia. (B)(4). (B)(6) 2020.

Event description:
The customer reported that an extracorporeal photopheresis (ecp) patient experienced liver disease exacerbation and increased ammonia levels following their ecp treatment procedures. The customer stated that the patient had mild liver disease before he started his ecp treatment. The customer reported that the patient has now been admitted to the hospital with increased ammonia levels and severe liver involvement after eight weeks of ecp treatments. The customer was inquiring if whether there was an alternative to uvadex for the patient's ecp treatments. No product was returned for investigation.